Event description:
Eight to ten hours after receiving a second cypher in an elective staged procedure, pt's blood pressure dropped, and the ECG became abnormal. Coronary angiogram revealed a thrombus in one of the implanted cypher stents, which the physician attributed to the stent being under expanded. However, he did not relate the event to a product malfunction. Three lesions were the targets of this procedure. The first lesion was the mid left anterior descending coronary artery. It was de novo, 99% stenosed with a length of 18 mm, a diameter of 2.5 mm and a type c classification. The second lesion was in the distal left anterior descending coronary artery which was also de novo and concentric lesion with 50-75% stenosis at the distal end. It was also 15 mm long and 2.0 mm in diameter with a type b1 classification. The third lesion was in the distal left circumflex. It was de novo, and concentric with 75% stenosis. The lesion length was 15 mm and vessel diameter was 3.0 mm with a vessel classification of b1. To treat the lesion in the mid left anterior descending coronary artery, pre-dilation was conducted with a balloon (2.5/20mm) at 16atm for 30 seconds. Cypher (2.5/28mm) was implanted at 16atm for 30 seconds at the target lesion. Post-dilation was conducted with the sds balloon (2.5/30mm) at 18atm for 30 seconds. Intravascular ultrasound was not conducted. Timi flow before the procedure was 1 and 3 after the procedure. The residual % of stenosis was 0%. Five days later, pt returned to treat the lesions in the distal left anterior descending branch and the distal left circumflex. The lesion in the distal left anterior descending coronary artery was not pre-dilated. A cypher (2.5/18mm: complaint product) was implanted at 12atm for 30 seconds at the target lesion overlapping the cypher implanted at the mid left descending coronary artery. Post-dilation was not conducted. Intravascular ultrasound was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Act was not measured. To treat the lesion in the distal left circumflex, pre-dilation was not conducted. A cypher (3.0/18mm) was implanted at 16atm for 25 seconds at the target lesion. Post-dilation was not conducted. Intravascular was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Act was not measured. This product with catalogue is not sold in the united states; however, it is similar to a product with catalogue that is sold in the united states. Additional information will be submitted within thirty days upon receipt.